Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump moving was determined to be the patient's habits. The cause of the coiled catheter was determined to be due to the pump flipping inside the pocket. The hcp was not sure yet if the decreased therapeutic effect had been resolved.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported by the rep that the patient had a decreased therapeutic effect and the pump was moving to the hcp decided to do a revision of the pocket. At that time, the pocket was opened and the hcp found that the catheter was coiled multiple times and the pump was moving in the pocket. The pump was re-sutured to be more secure and the catheter was uncoiled. After the catheter was uncoiled the hcp aspirated from the catheter access port (cap) and got back good flow. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner (bp). It was reported that on (B)(6)2017, the doctor changed the patient's drug therapy to 100 mcg/ml balcofen at a dose of 50 mcg/day and 500 mcg/ml fentanyl at a dose of 250 mcg/day. After starting the products, the patient underwent a pocket revision (moving the pocket) due to discomfort. During the revision, the catheter was successfully aspirated. The manufacturer's representative (rep) was trying to determine priming specifics as it was unknown if all the old drug (10 mcg/ml morphine at a dose of 6 mg/day) had cleared the internal tubing prior to the revision. It was learned that the patient's medical history included chronic pain, opioid dependence and muscle spasms. As of (B)(6)2017, the previously reported events had improved or resolved, and that patient had not received any medical treatment in addition to the pocket revision.